Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the monopolar curved scissors (mcs) instrument stopped functioning properly. Upon inspection, a steel cable within the instrument was found to be broken and exposed. The mcs instrument was safely removed from the patient without the need to use the instrument release key (irk). The procedure was successfully completed robotically, and there was no injury to the patient. An unspecified postoperative test was performed; however, the details and results of this test are unknown. Additional information has been requested; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument for failure analysis evaluation. The instrument was found to have a fully broken grip cable at the proximal clevis hole. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Updated sections: h2 and h6. Additional information: a review of an image provided by the customer shows a monopolar curved scissors (mcs) instrument with an exposed pitch cable.

Event description:
Refer to h11 for follow-up information.